Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited fiber bonding in the outer tube area (distal end) is damaged, the light guide-bundle of the insertion section is broken, the light transmission is not given or too low. There was no patient involvement.